Event description:
A malfunction alarm was reported by the customer, identified as "malfunction code malf 0." There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump and successfully performed the reset, as the malfunction did not recur afterward. The customer was advised to continue using the pump and to reach out again if the issue arises in the future.